Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient present via remote transmission. Review of transmission revealed an alert of non-sustained ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No programming changes were made at the time. The patient did not attent follow-up appointment.